Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the amount of medication that the patient gets from their pump was not cutting it. The patient was in the hospital due to pain. It was noted that they don¿t want to increase the dose. It was further indicated that the patient has neuropathy which is why they got the pump. No further patient complications have been reported as a result of this event. The patient¿s medical history included: the patient has neuropathy which is the reason they received their pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on august 16, 2017. The managing healthcare provider's office reported that the patient has not notified their office of the reported hospitalization. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The name of the hospital where the patient was hospitalized and name of physician who treated the patient was clarified. Regarding if any tests were done to confirm the cause of the patient¿s pain, it was noted that all tests were done prior to surgery. It was reported that the first setting did not cover the level of pain. Regarding actions taken to resolve the patient¿s pain, it was noted that the physician managed the dosage and the issue was resolved. The patient¿s weight at the time of the hospitalization was asked, however no information was provided. No further information was reported.